Event description:
Pt presented for 5-fu infuser pump disconnection. Pt reported he noticed the pump was leaking shortly before presenting for the appointment. Upon inspection, the pump and medication carrier did have white residue and the pump appeared empty. The pt was exposed to chemo via the skin and clothing. No adverse events have been reported by the pt due to the exposure. The leaking appears to have occurred where the drug is added to the infuser. The MFR is sending a return package to do a full evaluation of the pump.